Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported an emergency CT scan revealed hail-related occlusive syndrome related to a foreign body. The foreign body was the jejunostomy collar that came off the device. The patient's percutaneous endoscopic gastrostomy had been placed on (B)(6) 2018. The current state of the patient: a stay in intensive care for occlusion gastrostomy piece. Actions taken in the care establishment: laparotomy and manual migration of the gastrostomy piece at the colic level and placement of a new gastrostomy tube.